Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of the p-wave due to a dislodged lead. The device was programmed to vdd mode and patient will be monitored. No surgical intervention was performed. No adverse patient effects were reported. The ra lead remains implanted but not in service.